Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen 2000 mcg/ml at 750 mcg/day via an implantable pump. The indication for use was not reported. It was reported that a pump motor stall occurred, and the device was programmed at minimum flow rate. The pump¿s status was ¿implanted ¿ out of service¿. The patient had been receiving drug orally, and he was doing well. The pump was replaced. The pump would be returned to the device manufacturer. The issue was resolved. The patient's status was alive - no injury. It was unknown if there were any environmental, external or patient factors that might have led or contributed to the event. Information regarding the patient¿s gender, age, weight, medical history, and other medications was unavailable. No further complications were reported.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two and the upper shaft of the rotor magnet. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in (B)(4) 2017. If information is provided in the future, a supplemental report will be issued.